Event description:
Customer reported receiving a motor error alarm. Customer also stated that it looks like a part of the screen is sticking out. Customer's current blood glucose level is 440 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, excessive no delivery and prime tests. No motor error or unexpected deliver alarm noted. Motor passed motor test. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. Insulin pump had case display window not aligned properly when welded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.